Event description:
Received a letter from a pt's daughter indicating her mother had a bilateral hip replacement and after recall letter, the mother was tested. The results of this testing exhibited extensive damage, including fluid effusion, loss of tendon attachments and granulomatosis around the implants as well as serum metal concentrations over 20 times the safe level set in (B)(6). Due to the serious nature of the damage the pt was prioritized and received her left-hand-side revision surgery on the (B)(6) 2012.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: description: unknown mitch cup: cat # unk, lot# unk, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.